Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent device was returned with a microcatheter. The reported lot number of the stent device was confirmed from the labelling. During visual inspection, the sdw (stent delivery wire) and introducer sheath were returned separately and there were no anomalies noted to either. The stent was noted to have been deployed half of the way into the microcatheter shaft. The stent was noted to be deformed to the proximal end with one of the proximal markers missing. The marker band was not found. There was some fractured struts noted to the proximal end of the stent. During functional inspection, the microcatheter was flushed and a 0.0158" patency mandrel was advanced from the distal end, friction was experienced at the kinked section and at 3cm from the proximal end where it would not advance further. The microcatheter shaft was cut and the stent was able to be pushed it through the hub of the microcatheter. A patency mandrel was still unable to be advanced beyond the 3cm proximal section. During another attempt to flush the microcatheter there was a pop as the microcatheter was cleared and the patency mandrel then passed. No material was noted exiting the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator used microcatheter to deliver the stent and when the whole stent almost went into the microcatheter, a big resistance was encountered and it could not be advanced. The operator wanted to retract the stent back into introducing sheath and he found the stent got stuck at the position and could not move. The operator had to withdraw the whole system and during this procedure the stent got deployed at distal of hub transparent part. They replaced the stent and microcatheter with new ones to finish the procedure. The stent was returned for analysis deployed inside the proximal end of the microcatheter. Once removed from the microcatheter the stent was noted to be kinked/bent at the proximal end and it was also broken/fractured at this end with one of the 3 marker bands missing. It is not clear when the marker band went missing. The stent delivery wire (sdw) and the introducer sheath were both returned for analysis and were undamaged. Given the undamaged introducer distal tip opening, it is possible that, unknown to the user, the introducer sheath moved slightly proximally prior to stent transfer. This would have resulted in a small gap. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred the stent would begin to deploy in this gap and would experience increasing resistance as it is advanced further into the microcatheter. This is one possible explanation for the damage noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported events of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during retraction/re-sheathing and the as analyzed events of stent deployed prematurely during use, stent deformed, stent broken/fractured during use and ro marker missing as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) had prematurely deployed during use, was broken/fractured during use, and the radiopaque (ro) marker was missing. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.